Manufacturer narrative:
(B)(4). Results: (endoleak). Results, conclusions: (dilated iliac artery).

Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 11 months ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that at a routine CT follow-up on an unk date, a distal type 1 endoleak of the left iliac was identified. It was noted that the left iliac artery had dilated. A talent iliac limb was implanted to reline the left iliac artery and resolved the endoleak with a good seal. The left hypogastric was also coiled embolized. No additional clinical sequelae were reported, and the pt is fine.